Event description:
At the time of bed inspection the arjo service technician found that the side rail detached from the enterprise 8000x bed frame. There was no allegation of any patient involvement. No injury was claimed. The customer claimed that one of the side rail hinge was broken and requested a repair. An arjo service technician inspected the bed and, provided photographic evidence which revealed that there was a missing lower pivot pin from the left head-end side rail. The side rail lower arm was detached from the bed frame. The circumstances of the incident remain unknown. The pivot pin was replaced and the bed was function was tested.

Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the bed frame condition. The side rail lower arm (part of side rail mechanism) was detached from the bed frame as the pivot pin that holds the side rail in place was missing, as per photographic evidence provided. The instructions for use for enterprise 8000x (746-585-en) include the instructions for safe operation to avoid damage of the side rails as follows: "check operation of side rails". This is a preventive maintenance activity to be performed daily by the caregiver. Arjo device failed to meet its performance specification since the side rail lower arm was detached from the bed frame due to missing lower pivot pin. There was no allegation of any patient involvement. No injury was claimed. This complaint is deemed reportable due to the safety side detachment from the bed frame.